Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal readings and compared to other meters. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged inaccuracy issue began one week prior to contacting lfs; exact date and time not reported. The patient reported obtaining what she felt was an inaccurate high reading of ¿254 mg/dl¿ with the subject meter compared to readings of ¿191 and 198 mg/dl¿ on 2 other meters, performed within 30 minutes of each other. The patient stated that she manages her diabetes with victoza in the morning and toujeo insulin in the evening on a self-adjusted dose. The patient claimed she injected herself with a lot of insulin (44 units) in response to the alleged issue then developed symptoms of ¿heart beats fast and tiredness¿. The patient denied receiving medical treatment. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted that an approved sample site was used for testing and that the correct testing process was being followed. The csa confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.